Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving lioresal [2 000 mcg/ml] at a rate of 820 mcg/day via intrathecal drug delivery pump. It was reported that the patient reported to the ER as baclofen withdrawal set in. She had an empty pump and appeared to have missed her refill. The physician reported to the ER and filled the pump. Imaging was done. A side port aspiration was performed as well as two boluses of drug to ensure the catheter would be delivering drug at the catheter tip and the patient would be receiving her medication again. The patient was then admitted to the ICU. The patient's temperature was 93.5 degrees fahrenheit on (B)(6) 2017 morning and the physician declared that the patient is now stable and would be discharged from the hospital on (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.